Event description:
It was reported that they stated the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected was 6 actual was 28. Flow was 1.6 chiller temperature was 10 mixing pump command was 100 percentage circulation pump command was 48percentage. Mixing pump failure. They requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed to cool during decon. Serviced the mixing pump (sn (B)(6)) performed 2k pm service on the unit. Perm in shell stripped. Serviced the circulation (sn (B)(6) pump. Replaced the heater number 1334, with new heater number 2330, manifold o-rings, drain valves, tank tubing, shell, and the coin cell number 18.3.13., with new coin cell number 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of plus 2psi or above per procedures. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected was 6 actual was 28. Flow was 1.6 chiller temperature was 10 mixing pump command was 100 percentage circulation pump command was 48percentage. Mixing pump failure. They requested a quote for 2000-hour service. Per sample evaluation results on 13jan2024, it was reported that the pem in shell stripped. Per follow up information received via phone on 12jan2024, no patient involved and sample received.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed to cool during decon. Serviced the mixing pump (sn # (B)(6)) performed 2k pm service on the unit. Perm in shell stripped. Serviced the circulation (sn # (B)(6) pump. Replaced the heater # 1334, with new heater # 2330, manifold o-rings, drain valves, tank tubing, shell, and the coin cell # 18.3.13., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of +2psi or above per procedures. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected was 6 actual was (B)(4) flow was 1.6 chiller temperature was 10 mixing pump command was 100 percentage circulation pump command was 48percentage. Mixing pump failure. They requested a quote for 2000-hour service. Per sample evaluation results on 13jan2024, it was reported that the pem in shell stripped. Per follow up information received via phone on 12jan2024, no patient involved and sample received.